Manufacturer narrative:
Through further investigation, it was learned that the edwards valve was explanted due to bioprosthetic endocarditis. The type of infection was mrsa. It was reported by the surgeon that the edwards valve was not the cause of this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards lifesciences for analysis. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after approximately three (3) months due to unknown reasons. A 21mm pericardial bioprosthesis was used in replacement and no additional details were provided.